Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A sonnet rechargeable battery (standard battery pack) was received at service _ repair and found to be leaking. Currently, neither patient contact to battery chemistry nor any injuries have been reported.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. Based on available information, it is assumed that a lateral mechanical load was applied on the upper part of the rechargeable battery. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
A sonnet rechargeable battery (standard battery pack) was received at service repair and found to be leaking. Currently, neither patient contact to battery chemistry nor any injuries have been reported.